Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was returned to the manufacturer's product investigation laboratory for investigation. The evaluation showed visually inspected the suspect component for obvious defects and found none,referred to the trilogy defect investigation procedure, regarding this error and found the following information,error code description,installed the suspect component into the pil trilogy evo test bed,concludes the component operates properly,is unable to confirm the alleged failure of the trilogy evo system pca. Visual inspection found no defects,installed the suspect component into the pil trilogy evo test bed. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes is unable to confirm the complaint of the trilogy evo system pca and concludes the component operates properly.

Manufacturer narrative:
The manufacturer previously reported this device on MDR 2518422-2021-02750-2. Please disregard MDR 2518422-2021-02750-2 as it was filed in error.